Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump under infused. It was reported the patient arrived at the clinic for hydration bag refill and the pump read the volume had infused, however the bag was totally full. Per reporter the upstream sensor was off, the patient was advised that the sensor needs to be on to alert any occlusion issues. No adverse patient effects were reported. No additional information is available at this time.